Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak from the wash nozzle. The fse determined that the valve was not operating per specification and proceeded to replace the valve to resolve the leak and verified the repair as per established procedure.

Event description:
The customer reported noticing a leak from the wash nozzle of the au5800 clinical chemistry analyzer. The customer stated that erroneous patient results were generated but the results were not reported out of the laboratory. The customer believed results to be erroneous due to data flags occurring frequently; however, the customer has not provided any patient results for review and it is unknown of what specific data flags were generated. There was no report of any change or affect to patient treatment in connection with this event. The customer stopped using the analyzer upon becoming aware of the erroneous results and noted that the cuvettes were "soaked". There was no report of any injury or direct exposure to the leak.